Event description:
"During routine assessment I found the ino dialed to 0 and the low alarm off, no change in patient vitals" the ino ds is factory programmed to default to 0 ppm set delivery and a 0 ppm low alarm limit delivery once it is turned on. I believe the unit was accidentally shut off and then turned back on. Upon being turned back on the ino ds reset itself to its factory default delivery settings of 0ppm delivered. Because the factory defaults setting for its lower alarm limit is 0 ppm when initially turned on the device did not alarm. What we experienced was a patient on 20 ppm delivered who had their ino ds accidentally shut off and turned back on. By default the machine did what it was programmed to do and deliver 0 ppm and not alarm. Fortunately there was no patient harm noted. It may be better if the device defaulted to the last used alarm setting upon power up or to some non-zero value to trigger an alarm.